Manufacturer narrative:
The core micro drill was received for eval. The reported complaint could not be duplicated as there was no power; however, visual inspection revealed corrosion of the micro drill rotor and drive. The internal components of the device were replaced and the device was returned to the customer.

Event description:
The report received indicated that the core micro drill was sent in for repairs because it was running on its own during regular quality check at the user facility. There was no pt involvement and no adverse consequence was associated with this event.